Manufacturer narrative:
On (B)(6) 2017, the system was shipped to (B)(6) health according to the end user specification. There have been no malfunctions reported to motion concepts on this seating system since 2017. But the system was hit by a car, while crossing a road, damaging the front rigging and the right arm pad and the end user contacted the dealer for the replacement parts. Dealer stated driver is at fault and nothing from the wheelchair caused this issue. Therefore, we believe this incident was not caused by a malfunction of the seating system. However, an injury might be involved in this incident so we consider it as a reportable.

Event description:
On (B)(6) 2018, motion concepts was informed by (B)(6) (motion concepts importer), that one of their dealer at (B)(6) ((B)(6) health), was notified of an incident that took place on (B)(6) 2018. The dealer reported that the system was hit by a car while crossing the road and they needed parts for replacement. Fortunately, it does not sound she was injured. Dealer stated that he needed the front rigging and arm pads for replacement and the incident is not because of any system malfunction.